Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited no capture, poor sensing and did not properly fixate. Upon repositioning, it was noted the helix was stretched. The lp was removed and replaced with a traditional pacemaker. The patient was stable.

Manufacturer narrative:
The reported event of capture issue and sensing issue were not confirmed. The reported event of stretched helix was confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications; the elongation of the helix was consistent with implant damage. Further analysis performed, including output verification and sensitivity test which showed normal device characteristics without any anomalies contributing to reported events of inadequate capture and sensing issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.